Event description:
Lcs knee replacements - during the procedure, the surgeon used the mbt trial cone punch to prepare the tibia prior to cement. While impacting, the cone became wedged and the tibia fractured.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The lot number/date code required to identify the MFR date/design revision was not provided. A search of the complaint database did not reveal any other reports against the product code. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.